Manufacturer narrative:
Journal title: drug-coated balloon angioplasty for the treatment of edge stenosis after self expanding covered stent placement for superficial femoral artery occlusive disease vascular 2021, vol. 29(1) 108¿115 2020 article reuse guidelines: sagepub.com/journals-permissions doi: 10.1177/1708538120943319 jour nals.sagepub.com/home/vas. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study which aimed to evaluate the outcomes of using a dcb for the treatment of edge stenoses after self-expanding covered stent placement for sfa occlusive disease. 21 patients with 28 edge stenoses were included in the study. Medtronic¿s in.pact admiral drug-coated balloon and everflex devices were used. The median time from insertion of the self-expanding covered stent to treatment of the edge stenosis using the dcb was 19 months. In eight patients, lesions were predilated, and in five patients, more than one dcb was used to treat a single lesion. In two patients presenting with stenoses at both edges, one dcb was used to treat both the proximal and distal lesion. All others were treated with a separate dcb for the proximal and distal edge stenoses. In one patient, an adjunctive everflex bare metal stent was needed because of a persistent > 30% residual stenosis at the distal edge. During the procedure, two type b dissections, (luminal flap parallel to the vessel wall, but without impairment of flow), were reported and were left untreated. In one patient, plain balloon angioplasty (pba) of the tibioperoneal trunk was performed in the same session. Procedural success was reported in all lesions. In one patient, a scheduled minor amputation of digits ii, iii, and IV was performed after two days. No complications were reported during admission and through six weeks of follow-up. One patient suffered from severe claudication due to a significant stenosis in the popliteal artery, distal from the treated segment. The other patient presented with an occlusion resulting from a significant restenosis of the target lesion at first follow-up, that which was left untreated because of treatment of recently diagnosed malignancy. One-year follow-up data was available for 24 lesions in 17 patients. The primary patency at one year was 66.7%, the assisted primary patency was 66.7%, and the secondary patency was 90.9%. The freedom from tlr was 86.1% with a freedom from cd-tlr of 89.4%. There were no major amputations performed until one-year follow-up. One patient death is reported after nine months of follow-up due to cardiogenic shock and pneumonia after a hip fracture. Another patient was diagnosed with advanced bladder cancer, and euthanasia was performed after six months of follow-up. In seven patients, a failure of dcb treatment occurred; three patients presented with an occlusion and four with a significant restenosis. Occlusions were reported at two, four, and eight months of follow-up. Two patients showed failure of treatment at six months of follow-up due to significant stenoses and were lost to follow-up afterward. The other two patients presenting with significant restenoses were conservatively followed. In total, six tlrs were performed in three patients presenting with occlusions between 6 and 12 months of follow-up; one had three cd-tlrs, all for occlusion of the self-expanding covered stent based on restenosis of the edge within one year (thrombolysis and pba; thrombolysis, pba, and additional self-expanding covered stent placement; thrombolysis and dcb). One patienthad two reinterventions (based on imaging, without clinical symptoms): the first was a pba, followed by an endarterectomy of the common femoral artery and proximal sfa. The third patient had one cd-tlr during follow-up for an acute occlusion. Time to first tlr was four, five, and eight months. There is no established or suspected causal relationship between the device(s) and the death event.